Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER to be ablated due to heart block. Patient was light headed. Electrograms revealed lead dislodgement, the rv lead had moved into the atrium. The lead was explanted and replaced and the patient is doing fine.